Manufacturer narrative:
Patient information is asked, not provided. Date of event unknown. This report is for 1 unknown screw locking device. Date implanted is unknown. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a 2nd revision surgery for infection the surgeon noticed a broken screw inside the patient. The surgeon easily removed that screw along with the tibial nail and (3) other 4.0mm titanium locking screws from the patient. There was no fragmentation involved. The surgeon replaced the nail with a homemade antibiotic spacer. The patient was infected before the original surgery in (B)(6) 2016 which had non-synthes devices implanted into the patient. The first revised surgery, date unknown, had synthes devices implanted in the patient after removal of the non-synthes devices. The 2nd revised surgery, as stated earlier in this complaint, is when the surgeon found the broken screw. Both revision surgeries were also done because of infection. The procedure was completed successfully with no reports of delay or medical intervention. The patient's post-operative status was noted to be stable. The broken screw and all other devices that were removed were disposed of at the hospital. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.